Event description:
The onset/diagnosis of infection was 01/2005. The pt was experiencing swelling, drainage and pocket erosion. The primary location of the infection was the device pocket and catheter track. It is un if a culture was obtained. The hcp reported that the pt did not have meningitis. The treatment provided included intravenous and oral antibiotics and total device system explant. The pt do not experience withdrawal and the infection resolved. A new system was implanted in 2006.